Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. Inspection of the substrate system revealed a pinched substrate probe; fse replaced the substrate probe. After probe replacement, the instrument primed without error. Access folate calibration and qc results met specifications. Verification testing passed within published performance specifications. In conclusion, the cause of this event is a hardware malfunction of the substrate probe.

Event description:
The customer reported obtaining several low folate (access folate) patient sample results on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer attempted to recalibrate the access folate assay, but the calibrations failed due to elevated coefficients of variation (%cvs) and bad fit. The initial access folate patient sample results were not released from the laboratory. There was no impact or change to patient treatment in conjunction with this event. Access folate calibrations were failing to meet specifications. Access folate quality control (qc) started failing prior to the event. The customer reported that system check performed on (B)(6) 2016 had failed the substrate ratio specification; the customer had not repeated system check since the failure. The customer did not provide information regarding patient sample collection and processing. There was no report of sample integrity issues from the customer. The customer did not provide patient sample results or the exact date of patient sample analysis. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.